Event description:
It was reported that cartridge leaked insulin on two occasions from the cartridge septum. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.